Manufacturer narrative:
Upon investigating the device used in the incident, it was determined that the drawer did not open when attempting to issue medication to a patient. A technical support specialist remotely closed the application using the task manager, disabled all usb power management settings, selected high performance power settings, disabled usb selective suspend settings, and restarted the medbank software. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank drawer did not open. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.